Manufacturer narrative:
Conclusion: one needle was returned for evaluation. The evaluation found the product had been used and the tip of the needle was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the tip of the sheath broke about seven millimeters from the tip before it went outside. The tip was still partly attached to the rest of the sheath. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Trocar sheath splits / cracks / breaks. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.